Event description:
Caller updated time, personal profile, or biq/ciq settings, and reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer did not take action to address bg. Technical support helped the customer update device settings as needed.